Event description:
Customer reports to have high blood glucose between 300 mg/dl and 463 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Insulin pump passed high pressure test. Customer was advised to contact healthcare professional regarding unexplained high blood glucose and settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.